Event description:
It was reported that shortly after implant this right ventricular (rv) lead was suspected of perforation though it was unclear which lead had perforated. The perforation was confirmed through x-ray. It was also noted that the patient experienced pericardial effusion. This lead was successfully repositioned. No additional adverse patient effects were reported.